Event description:
While using a cavitron plus g136, they allege that the insert is heating up and they have low water flow; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
W4d water sol, iso valve build up/debris. No water flow due to a clogged water solenoid. Poor water pressure regulation from the solenoid. Main board is shorted triggering a service light. Hardened and deteriorated water supply hose. Debris buildup in the water filter. Cracked auxiliary foot pedal connector on the power drive board. Worn battery door. Blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.